Event description:
It was reported that the gastrointestinal videoscope lights flicked, would not take pictures, and displayed error code b30 (scope communication error code). The issue occurred during setup, before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.